Manufacturer narrative:
The following fields have been updated with additional information: b.3. Date of event: unknown. The date received by manufacturer from the initial MDR has been used for this field.

Event description:
It was reported that 171 silicone assembly nac-y site (0.160 tubing) OEM pump segments' thickness was outside the specified limits. The following information was provided by the initial reporter: "last week, the production site was still complaining about this problem. We found 171 unqualified products in this packaging bag so many unqualified products have a very bad impact on our production efficiency"

Manufacturer narrative:
After further review, 8100-032 has been determined to be a sub-components and not a finished good. Therefore, MFR#9616066-2021-51917 should be considered cancelled and was submitted in error.

Event description:
It was reported that (B)(4) silicone assembly nac-y site (0.160 tubing) OEM pump segments' thickness was outside the specified limits. The following information was provided by the initial reporter: "last week, the production site was still complaining about this problem. We found (B)(4) unqualified products in this packaging bag so many unqualified products have a very bad impact on our production efficiency".

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 171 silicone assembly nac-y site (0.160 tubing) OEM pump segments' thickness was outside the specified limits. The following information was provided by the initial reporter: "last week, the production site was still complaining about this problem. We found 171 unqualified products in this packaging bag so many unqualified products have a very bad impact on our production efficiency".